Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to low blood glucose on (B)(6) 2021. Blood glucose at the time of event was 22.2 mmol/l. Current blood glucose was 12 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. Customer was treated for high blood glucose with insulin drip. Customer did not use auto mode feature at the time of high blood glucose event. Customer also reported that the insulin pump passed self test. The insulin pump will not be returned for analysis.